Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017- incorrect removal. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot-specific product quality issue from this lot. Based on the information reviewed, a definitive cause for the reported gripper actuation could not be determined in this incident. Additionally, the reported difficulty to open clip appears to be due to the improper or incorrect procedure or method (use error) as it was reported that the clip was locked by the user when opening the clip arm, caused the reported difficulty opening clip. It should be noted that the mitraclip instructions for use instructs: unlock the clip when opening the clip arms. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper activation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve when it was noted only one gripper arm would lower. The clip was locked however the clip would not open correctly. The gripper arms were lowered again but the clip would not open past 120 degrees. The lock lever was cycled and the clip was able to be opened, however, then the same issue occurred (clip would not open beyond 120 degrees). The lock lever was cycled again and the clip was able to function properly. The clip was implanted, reducing the mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.